Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient developed inflammatory delayed onset nodules 3 months after injection with juvéderm¿ voluma¿ in the periosteum in the zygoma to correct volume loss in the mid face. Upon further follow up, it was confirmed patient experienced an infection which has been managed with antibiotics (clarithromycin) and hyalase; therefore, event was not delayed onset nodules. It is unknown if symptoms resolved.